Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was capped (B)(6) 2018 due to pacing not delivered when required. Existing lead was not capturing at max output. New lead implanted, old lead capped.